Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and was in intensive care unit on an unknown date with an unknown blood glucose level. The customer also reported that the insulin pump had a critical pump error alarm and multiple insulin pump error alarm. The customer was able to clear the alarm but not able to rewind the insulin pump. They continued troubleshooting and were able to restart the insulin pump. It was unknown of the insulin pump was on auto mode at the time of the insulin pump. The insulin pump will not be returned for analysis.